Event description:
It was reported that customer experienced repeated cartridge alarms on pump, including cartridge alarm 20, and saw blood glucose display as ¿high,¿ with specific value unknown. Customer contacted technical support, planned to use multiple daily injections as backup therapy, and was provided instructions for placing pump into storage mode and returning it to tandem within 10 days, while technical support confirmed shipping information.